Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional registered and was successfully navigating the patient. When switching to the passive planar probe to confirm location the instrument was not navigating. The hcp brought the probe back into the divot to re-verify and the instrument and it started tracking again, the issue resolved. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed, no parts were replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional registered and was successfully navigating the patient. When switching to the passive planar probe to confirm location the instrument was not navigating. The hcp brought the probe back into the divot to re-verify and the instrument and it started tracking again, the issue resolved. There was no delay to the procedure. No impact on patient outcome.